Manufacturer narrative:
(B)(4). Batch #: unk. Additional event information was received: log line 1 event description: air leak to chest tube. Severity: mild. Is the adverse event serious? No. Relationship with study device: possible. Relationship with study procedure: causal relationship. Outcome: recovered/resolved. Updated: end date value 21 feb 2021" has been changed to 21 feb 2022." Start date: value 21 feb 2022" has been changed to "19 feb 2022." Female, (B)(6), procedure lung resection, date of procedure (B)(6) 2022, and added psee60a as a concomitant product esc_2018_03 new adverse event for 01300-020 log line:2. Lung resection procedure date of procedure: (B)(6) 2022 adverse event term: right pleural effusion. Is the adverse event serious? No. Diagnostic imaging: yes. Observation: yes. Outcome: recovering/resolving. No relationship to study device: not related. Relationship to primary study procedure: probable. Esc (B)(4) new adverse event for 01300-020 log line: 3. Procedure group: lung resection procedure. Date of procedure: 18 feb 2022 adverse event term: right pneumothorax. Diagnostic imaging: yes. Observation: yes. Outcome: recovered/resolved. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Did this event result in the patient¿s discontinuation of the study? If yes, complete the study discontinuation form. Value has been changed to "no." End date value "21 feb" has been changed to "21 feb 2022" esc_2018_03 new adverse event for 01300-020 log line:4 procedure group: lung resection procedure date of procedure: (B)(6) 2022. Adverse event term: subcutaneous emphysema. Is the adverse event serious? No. Diagnostic imaging: yes. Observation: yes. Outcome: recovered/resolved. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Start date: value "(B)(6) 2022" has been changed to "18 feb 2022" attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what cartridge was used with the psee60 and the ech60r? What was the duration of the air leak? Were there any issues noted with the buttress and/or the staplers performance? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported via clinical trial patient esc_2018_03: 01300-020 experience, air leak to chest tube. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. Additional information: adverse event term: post-operative surgical pain to ribs relationship to primary study procedure: causal relationship medication: yes observation: yes outcome: recovering/resolving adverse event term: more dyspnea with exertion. Relationship to primary study procedure: unlikely. Diagnostic imaging: yes. Observation: yes. Outcome: recovering/resolving. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what kind of drug therapy/medication was provided to the patient? Was it prescription, IV, or over the counter?

Manufacturer narrative:
(B)(4). Date sent" 7/15/2022. Additional information: adverse event for (B)(4) log line: 6. Start date: 18 feb 2022. Alert date: 23 jun 2022. Procedure group: lung resection procedure. Date of procedure: (B)(6) 2022. Adverse event term: post-operative surgical pain to rib. Awareness date: 18 feb 2022. End date: 1 may 2022. Severity: mild. Relationship to study device: not related. Relationship to primary study procedure: causal relationship. Intervention/treatment: none: no. Outcome: recovered/resolved. Updated: end date value "" has been changed to "1 may 2022". Outcome: value "recovering/resolving" has been changed to "recovered/resolved". Adverse event for (B)(4) log line: 5. Start date: 10 mar 2022. Alert date: (B)(6) 2022. Country of event: us. Procedure group: lung resection procedure. Date of procedure: (B)(6) 2022. Adverse event term: more dyspnea with exertion. Awareness date: 16 mar 2022. End date: blank. Severity: moderate. Relationship to study device: not related. Relationship to primary study procedure: unlikely. Outcome: not recovered/not resolved. Updated: outcome: value "recovering/resolving" has been changed to "not recovered/not resolved". Esc_2018_03 updated adverse event for (B)(4) log line: 2. Start date: 22 feb 2022. Alert date: 23 jun 2022. Procedure group: lung resection procedure. Date of procedure: (B)(6) 2022. Adverse event term: right pleural effusion. Awareness date: 22 feb 2022. End date: blank. Severity: mild. Relationship to study device: not related. Relationship to primary study procedure: probable. Intervention/treatment: none: no. Diagnostic imaging: yes. Observation: yes. Outcome: not recovered/not resolved. Updated: outcome: value "recovering/resolving" has been changed to "not recovered/not resolved".